Event description:
The customer reported the image on the subject device was flickering; however, the image was still visible. The reported issue occurred while preparing the subject device for use during an unspecified procedure. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, it was observed the front panel was not working intermittently. This report is being submitted for the malfunction found during evaluation (front panel not working). Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Manufacturer narrative:
Upon inspection and testing of the device, it was confirmed that the front panel was not working due to a printed circuit board failure. The reported issue (flickering image) was confirmed and found to be caused by a failure of the receptacle unit. In addition, service found the cables were rusty, the front panel was broken, the top cover was heavily corroded, a foot was deformed, the rear panel was corroded, the paint on the rear panel was peeled off, the front panel was scratched, and there was minor rust on the chassis. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly. Date rec¿d by MFR: investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the printed circuit board failure could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information received regarding the customer's reported issue. Additional information added to b3, b5, g2, e1, e2, e3, h6, and h10.

Event description:
Additional information was received regarding the customer's reported issue (the image was flickering): the reported issue was found during a general check of the device, as a routine part of inspection. There was no patient or procedure involvement.